Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient's pump had flipped and they had surgery to correct it. The patient tried to obtain a personal therapy manager (ptm) but no one at their doctor's office was able to help them obtain one due to "staffing issues." No further complications were anticipated/reported.